Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken connector and further noted that the upper case was broken and dented, the lower case and battery drawer were broken, the battery release was contaminated and the battery contacts were compressed. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).